Event description:
The ge oec 9800 fluoroscopy system was reported to have locked up at the conclusion of a procedure.

Manufacturer narrative:
A ge oec service representative investigated the issue and flashed the nodes and reloaded the system files. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction.